Event description:
In 2005, while wearing the external equipment, the pt reportedly had no sound percept. The next day, the pt was seen for device evaluation. External equipment was exchanged. However, the problem was not resolved. The next day, the pt was seen by a company representative for device evaluation. Testing performed confirmed that the pt's c1 device was no longer functioning. Revision surgery was performed to explant the device. Pt was reimplanted with another advanced bionics device.